Manufacturer narrative:
Block d4: corrected lot number from g20050001 to g18120001 and the expiration date from 5/1/2023 to 12/3/2021. Block h4: corrected device manufacture date from 5/1/2020 to 12/3/2018.

Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Cross reference MFR report numbers: 3005462046-2021-00040. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Report source: foreign country (B)(6). The angiosculpt device was discarded by the facility, thus no returned product investigation was performed.

Event description:
The angiosculpt device was used to treat the peripheral lesion. During the third inflation at 8 atm for 10 seconds, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported.